Manufacturer narrative:
The problem was due to a damaged chiller unit. After the replacement of this unit, the laser system restarted to work. We are unaware about pt injury.

Event description:
The laser system has the following problem: "chiller 1 low power".